Event description:
Letter received from attorney stating two consumers purchased wheelchair and it broke. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model and serial number/date code and age of device are unknown . It is unknown if this is a manual wheelchair or a power chair. A power chair was used for the "common device name". It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
Initial (B)(4) issued mfg report #1525712-2012-00401. Additional information has been obtained in regards to this incident. The device is a power chair, model # tdxsp-cg, serial #(B)(4). The manufacturer has been identified as invacare (B)(4). The device was 18 months old at the time of the incident. The consumer is a (B)(6) female (B)(6). The consumers preexisting medical condition is stated as tetraplegia. The malfunction of the power chair was described as the back of the power chair falling off while the consumer was reclined. The back rest broke and the hand rails split in two. The consumer allegedly hit her head and shoulder resulting in the consumer becoming unconscious. No RMA has been initiated for this issue. Model and serial number/date code and age of device are unknown . It is unknown if this is a manual wheelchair or a power chair. A power chair was used for the "common device name." It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Letter received from attorney stating two consumers purchased wheelchair and it broke. No injury alleged.